Manufacturer narrative:
H6: medical device problem code 2017 clarifier - incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was air aspirated/prepped inside of the anatomy. It should be noted that the nc trek neo, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% de novo lesion in the mid right coronary artery with moderate calcification and mild tortuosity. After deployment of a 3.5mm non-abbott stent, the 3.5x12mm nc trek neo balloon dilatation catheter (bdc) was used for post-dilatation. The balloon ruptured during the first inflation for 10 seconds at 12 atmospheres. The bdc was removed and a non-abbott non-compliant balloon was used to complete the procedure. It was further reported that the trek neo bdc was air aspirated/prepped inside of the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.